Event description:
Additional information received indicated that the patient experienced urinary retention. The patient underwent a revision surgery on (B)(6) 2015, where the retroarc sling was cut 1 cm. The patient also had a bladder stimulator implanted on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient had an retroarc sling implanted on (B)(6) 2015. The patient experienced moderate voiding difficulty that was "bothersome to patient, though post-void residual is 0". No intervention has been performed and the event is considered to be continuing as of (B)(6) 2015. There were no further patient complications reported as a result of this event.